Event description:
It was reported the patient experienced an ¿infection at the wound site for the lead entry.¿ it was also reported the patient experienced ¿drainage/incisional wound opening.¿ a culture was taken from the patient¿s infection, but the type of organism that was cultured was ¿not specified.¿ it was noted the patient¿s system was explanted due to this condition. It was stated there was ¿no product issue¿ with the patient¿s explanted lead. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va097p0, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).